Event description:
It was reported via repair work order that the foot end siderails were stuck in the down position due to corroded timing links. It was also noted that there was evidence of fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.